Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, the patient¿s sensor showed low around 16:00 and there was no bg taken. She ate several times based on the cgm reading. The patient also ate a lot before going to bed because the cgm still showed low. The patient woke up at 03:00 at night and the sensor still showed low and experienced tiredness, thirst, frequent urination and had a headache. Then at 05:00 she felt unwell and called for an ambulance. When checked by the paramedics, the blood glucose showed 42 mmol/l and ketones 2.0 mmol/l while the cgm still showed low. The patient was taken to the ed and treated there with 2 insulin injections and IV fluids. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.